Event description:
Complainant alleged that the medics were monitoring a pt who was in cardiac arrest, with the device in semi-automatic mode. The pt was shocked twice at 200 joules, during the third and fourth analysis the device gave a "no shock advised" prompt to a patient heart rhythm that appeared to the medics to be a fine ventricular fibrillation heart rhythm. The pt was then manually defibrillated by another crew who had also responded to the call. The patient subsequently expired.